Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump. No additional patient or event information was available. Reportedly, the transmitter was paired to the pump and the dexcom receiver. Customer turned off the receiver and started a new sensor session.